Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault and circuit fault. The customer stated the unit was on a patient during the event, the customer reported the ventilator was removed and the patient was placed on another ventilator with no harm.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due the component unresponsive to pressure and failed calibration.